Event description:
A customer obtained troponin (accu tni) results above the ami cut-off on two patient samples. Upon repeat analysis, the patients' samples resulted in the normal reference range. The results were reported out of the lab. Customer stated patient #2 was admitted for observation due to the accu tni results. However, the customer is not aware of any reports of death, injury, or change to patient treatment in connection with this event.

Manufacturer narrative:
The samples were collected into lithium heparin plasma tubes with a gel separator and centrifuged for 7 minutes. It is lab policy to re-centrifuge samples after the reflex results. This did not occur for patient #2 and the 1.07ng/ml result was reported out of the lab. Qc was within the customer's established ranges prior to the event. No errors were posted to the event log. A field service engineer (fse) was dispatched: a) the fse inspected the instrument and verified hardware, no issue noted. B) the fse performed a diagnostic testing. A definitive root cause has not been determined to date for this event. A malfunction will be assumed for the purpose of this report.